Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional info received. At this time no conclusions can be made, currently it is unk to what extent the device may have caused or contributed to the reported event. Without a lot number, a review of the manufacturing records could not be conducted. Additionally, no product was returned for eval. With the currently available info, no conclusion can be drawn. If additional event and/or eval info is obtained, a follow up MDR will be submitted.

Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's attorney: on (B)(6) 2007- the pt underwent a left inguinal herniorrhaphy repaired with a bard composix kugel hernia patch. On (B)(6) 2012 - the pt presented with chronic pelvic pain and history of elevated psa. According to the operative dictation "pre-procedure imaging suggested mesh possibly adjacent to the bladder, and given that this would be a suspected etiology for his pain, we recommended exploration." The pt underwent retroperitoneal exploration and removal of bard composix kugel mesh from near bladder and cystorrhaphy. Cystoscopy, transrectal ultrasound, and prostate needle biopsy. Operative dictation also noted" an indentation on the bladder along the left lateral wall suspicious of adjacent mesh. The pt continued to have pain following the removal of the mesh. Bladder is now mildly deviated toward the left inguinal canal and pt diagnosed with neuropathic bladder pain. The attorney's report alleges permanent injury, pain, additional surgery, defective mesh, explant.